Event description:
It was reported that during the procedure in the heavily calcified right coronary artery, pre-dilatation was performed using a rotablade and a non-abbott balloon. An unsuccessful attempt was made to advance a 3.5x28 promus stent system. Dilatation was performed using a non-abbott balloon. The promus stent was re-advanced with difficulty. The balloon was inflated to nominal pressure for 15 seconds and the stent was deployed. Difficulty was felt when attempting to remove the balloon. The balloon was inflated again to nominal pressure. Difficulty was experienced when attempting to remove the balloon; therefore, the balloon was inflated again to nominal pressure. The balloon was removed with resistance felt inside the stent and in the proximal calcified segment of the vessel. Two additional promus stent systems were advanced with difficulty crossing the calcium despite multiple predilatations. The stents were deployed successfully. All stents were post-dilatated using a non-abbott balloon with successful results. There was no significant clinical delay and no adverse patient effect. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. Evaluation summary: physical resistance/failure to cross when attempting to cross a lesion can be affected by numerous factors including, but is not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, product placement technique, product size selection and accessory product support; and is typically not associated with a product quality deficiency. The lesion condition was described as heavily calcified, which likely contributed to the failure to cross. Difficulty removing the stent delivery system (sds) post-deployment may be related to many factors including, but is not limited to, balloon ruptures/leaks, poor balloon refold, deflation technique, interaction of the balloon with the stent implant if the stent is not fully expanded and apposed, the balloon not being fully deflated prior to removal, damage to the stent, interaction with the patient anatomy, or resistance with the guide wire. In this case, the sds, indeflator, and guiding catheter used in the procedure were not returned, which may have assisted in the evaluation and determination of cause; however, during analysis, a new indeflator was used to inflate the balloon to the rated burst pressure and the balloon inflated with no anomalies noted. It was further reported that the promus sds was re-inserted after the initial difficulty to cross the lesion. It should be noted that the promus instructions for use cautions the user that an unexpanded stent may be retracted into the guiding catheter one time only. An unexpanded stent should not be reintroduced into the artery once it has been pulled back into the guiding catheter. Subsequent movement in and out through the distal end of the guiding catheter should not be performed as the stent may be damaged when retracting the undeployed stent back into the guiding catheter. It is unknown how, if at all, this may have contributed to the reported complaint. There were multiple bends throughout the entire length of the hypotube. This damage was not observed during product inspection prior to use and thus, may have occurred during or after the difficulty crossing the lesion or possibly as a result of packaging and shipment back to abbott vascular. The reported physical resistance is most likely related to operational context, however, a definitive cause of the difficulty to remove the sds cannot be determined. A review of the device history records for this lot did not produce any findings relevant to the reported event. The profile dimensions on all stent delivery systems are confirmed by visual and dimensional checks on the manufacturing line at abbott vascular. Additionally, all balloons are visually inspected for proper fold configuration and stents are checked for proper strut dimensions and stent damage. Further, a sampling of units is also destructively tested to verify proper balloon deflation and proper stent deployment.